Event description:
During surgical procedure, the table started to tilt with no activation from the hand control. No injury was reported. The table was evaluated by a berchtold field service rep at the location where the incident occurred. All the table functions operated as expected without problems, and the reported problem could not be duplicated. The hand control was replaced as it was under recall for this type of problem, and the table was returned to service.